Event description:
Non-delivery reported: it was reported that the pump was programmed in the pain mgmt mode to infuse an unspecified narcotic via an epidural catheter. The bag was changed at approx 0000 hrs. It was reported that at approx 0800 hrs, the bag was still full. There was no report of an alarm alert occurring from 0000 to 0800. It was reported that during therapy, the bag and pump were in the carrying case and had been placed on a shelf next to the pt's bed. There was no report of adverse event or pt harm reported. More info and detail has been requested. If any significant info is received, it will be forwarded to the agency.